Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified radial arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst during inflation at nominal pressure. The device was pulled out and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm distal of the proximal markerband and extending approximately 45mm distally across the balloon material. The rated burst pressure for this device as per mustang specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified radial arteriovenous fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst during inflation at nominal pressure. The device was pulled out and the procedure was completed with another of same device. There were no complications reported and the patient condition was stable.